Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded, heavily calcified, de novo, mid popliteal artery. During the procedure, the tip of a command es guide wire separated. The tip was retrieved with a snare device. There was no resistance advancing the guide wire but there was slight resistance with the anatomy when removing the guide wire. The procedure was successfully completed with another command guide wire. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.